Event description:
It was reported by service report that the stretcher is popping out of steer and the jack is drifting. Customer could not determine if there was pt involvement or if there were adverse consequences to report.